Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the pacemaker presenting electrogram (egm). Upon review, farfield oversensing that led to inappropriate atrial tachy response (atr) episodes were observed. Ts discussed programming optimization options. At this time, no adverse patient effects were reported. This pacemaker remains in service.